Event description:
It was reported that the handpiece overheated while being tested by a manufacturer technician. This did not occur during any surgical or medical procedure, so there was no pt involvement. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. The reported condition of the handpiece overheating could not be confirmed. Based on investigation details, the handpiece passed all internal testings. Service did a clean, lube, and adjust to the handpiece, and it was returned to the customer.